Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the guidewire fractured. The patient was asymptomatic during this event. The lesion being treated was calcified and located in a tortuous distal lad coronary artery. The physician crossed the lesion with the pt graphix guidewire and placed the wire in the area distal to the lesion in the lad. The tip of the wire was completely curved, but the physician was not concerned about this. He treated the lesion with a driver stent with a very good result. When the physician attempted to remove the guidewire, the polymer had become caught on the stent or some calcification and separated from the wire proximal to the stent. The physician was unable to retrieve the wire tip from the patient. The physician used a bmw wire to re-cross the stent and put a new stent over the detached polymer which remained in the vessel wall. The procedure was successfully completed with a good result. There were no additional complications for the patient. Patient status is listed as 'okay'.